Event description:
Our office in (B)(4) reported that a female pt experienced ocular pain and her vision 'went white' after applying a contact lens to her eye after using consept 1 step disinfecting solution and neutralizing tablets. She sought medical treatment, was told her cornea was affected and prescribed an unk eye drop. In f/u it was learned that the affect to her cornea was a scar. See MDR 2020664-2011-00086 for companion report regarding consept 1-step disinfecting solution.

Manufacturer narrative:
MFR of reported device performed chemistry evals of the actual product used by the consumer; all results were within specifications. A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. All pertinent info available to amo has been submitted. Should new info become available that changes the facts and/or conclusion of this report, a supplemental report will be submitted.